Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number was not provided. The actual device was returned for evaluation. During repair, it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the moving parts of the trigger did not move smoothly and were sticky. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and repair, it was determined that the small batter drive device had a worn motor, the moving parts of the trigger did not move smoothly, and the trigger was hooked and sticky. It was further determined that the device failed pretest for check for sticky triggers. It was noted in the service order that the during pre-surgery, the small battery drive device did not work. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.